Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.

Event description:
Consumer called to report that after wearing wrist braces she had a reaction which resulted in dermititis on hands. The first reaction was a few months ago when she received medical treatment. She recently purchased a new set of the same braces and had another reaction.